Manufacturer narrative:
Additional narrative: the 510k: this report is for an unknown trochanteric femoral nail (tfn) end cap. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the customer inserted a trochanteric femoral nail (tfn) and were at the stage of inserting an end cap. An issue arose where the end cap would not fully insert. The end cap was tightened and locked in as far as possible but not fully. It is believed by the customer that the end cap thread may have been cross threaded leading to it not being able to fully insert. Surgical outcome unknown. Patient status unknown. Concomitant device: trochanteric femoral nail (part: unknown, lot: unknown, quantity:1). This report is for an unknown trochanteric femoral nail (tfn) end cap. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: hwc. A device history record (DHR) review was conducted for part: 456.312s, lot: 9880952: manufacturing site: selzach, supplier: frueh verpackungstechnik ag, release to warehouse date: 23. Mar. 2016, expiry date: 01. Mar. 2026: device was first manufactured unsterile under the lot 9710212 in bettlach in december 2015 and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 456.312 with lot 9710212 were reviewed: the device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The manufacturing documents were reviewed, and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that end cap was left in patient partially locked. There was no significant surgical delay reported. Concomitant device reported: tfn ø11 long le 130° l400 tan green (part # 456.421s, lot # l501228, quantity 1).